Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient left a message stating the animas is not working properly. The patient was not available to troubleshoot the issue. There was no more information available at this time. There was no reported patient impact associated with this complaint. This complaint is being reported due to a potential product malfunction.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump history was reviewed. Information from the reported failure date is overwritten in the pump history due to the continuous use of the pump. Available data and history download review shows no activity outside of normal use. During testing, the pump powered up normally and was able to complete the rewind, load and prime steps successfully. During evaluation, the pump was opened and inspected. There was no evidence of moisture ingress found inside. The power and the force sensor circuits were found to be within specifications. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function.